Manufacturer narrative:
Evaluation summary: evaluation of the returned device found damage to the frame assembly, cam plates and/or the approximating lever link, and the approximating cable tab was bowed. Based on these observations, the reported condition was confirmed. The instrument would not open due to the noted damage. This damage was considered to have resulted from high clamping forces that were generated by closing the instrument on tissue that was beyond the recommended thickness range. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device fired but the staple could not be formed properly. Exchanged the loading unit and tried to fire but the jaw could not be opened. The area was manually sutured, and no patient injury resulted from the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.